Event description:
It was reported that a right atrial leadless pacemaker exhibited movement with the patient's cardiac cycle during the implant procedure. The device ended up completely dislodging in the right atrium five minutes after release from the catheter. The device was retrieved and successfully reimplanted. Patient was stable.